Manufacturer narrative:
The device was received for evaluation. During functional testing, "the door sensor does not work" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment lower latch switch. The lower latch switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door sensor does not work. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.